Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) has had lost about 60 pounds and the device was sliding or moving and flipping over. In addition, the physician told the patient that there was only suture hole and the device was inside the pocket. Physician then recommended for subpectoral pocket revision as an option, however, the patient refused. As of this time, this crt-d remains in service. No adverse patient effects were reported.